Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted the screen goes blackout, the bumping pad broken and found air supply problem caused by the cr board failure (pressure sensor circuit) . After switching on the power source an alarm is generated and the light on the front panel is turned off. Evaluation findings the reported issue was confirmed and found to be attributed on faulty cr board. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of the device alarmed. The issue occurred during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the errors occurred (frontal panel disappears and alarm sounds) occurred due to failure of the printed circuit board. In addition regarding the flow rate differences were due to a manifold unit failure, however a definite root cause cannot be identified. Olympus will continue to monitor field performance for this device.